Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during a t2 left transverse process procedure in patient diagnosed with ais. It was reported that when the rod was placed, the hook was cross-threaded and the set screw and hook could not be removed, so they were removed outside the operative field. Instrument came in contact with the patient. Set screw was cross-threaded. Screw was discarded. No patient injury / complication was reported.